Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
It was reported that during a procedure, the arm of the reduction forceps broke above the hinge. The broken fragment was retrieved. The surgeon used another reduction forceps to complete the procedure with no further problems. No adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received for a manufacturing evaluation and one pointed arm was broken off above the hinge. The microscopic view of the broken surfaces showed a homogenous material structure that indicated material conformity. The reason for this breakage could not be definitively determined, but one possibility is too much applied mechanical force beyond its calculated design. This complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
This is report 1 of 1 for file (B)(4).